Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. This complaint has been decided to be reported to competent authorities, as the initial description that pressure transducer test failure will be resolved by replacing the pressure transducer printed circuit boards (pcbs), represented a reportable event. In the further process of complaint handling it has been identified that the pcb was cleaned to resolve the issue. Cleaning of pressure transducer pcb is not considered as a safety related. There was no patient involvement. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the customer was advised to replace the pressure transducer printed circuit boards (pcbs). Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb.

Event description:
Manufacturer's ref. #: (B)(4).